Event description:
It was reported that the stent was recoiled, and the patient experienced arm weakness. An enroute transcarotid stent was selected for use in a right sided transcarotid artery revascularization (tcar) procedure. Post tcar procedure, the patient experienced arm weakness. Imaging performed revealed the stent had recoiled. The next morning, the patient symptoms were resolved. The patient was returned to the operating room for intervention. The physician used a balloon to pre-dilate, placed a second stent over the initial stent, and post-dilated with balloon. The stent expanded well, and the patient woke up neurologically intact.